Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/29/2017. Device returned to manufacturer? Yes. Device evaluation: visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this product order number to date. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt150 intraocular lens (iol) was explanted due to patient not being satisfied. There was no harm to patient reported. No further information was provided.